Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, g3, g6, h2. H6 proposed component code: mechanical (g04)- stem. H11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. X-rays not reviewed as it is unknown if the provided x-rays are related to the initial post op period or revision post op period. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 4 days post implantation due to leg length discrepancy. The patient's left leg was longer post-op. All devices were explanted and exchanged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(6) item name g7 osseoti 4 hole shell 56mm f lot # 66589986. (B)(6) item name g7 neutral e1 liner 36mm f lot # 7554424. (B)(6) item name delta ceramic fem hd 36/- 3mm lot # 3193638. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted